Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018 the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010 by (B)(6). No attempt has been made to retrieve the filter, therefore the filter remains implanted. The patient alleges perforation occurred and further ¿three perforated struts of the ivc filter contact the small bowel. The irretrievable filter subject (the patient) to risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death.¿ argon¿s attorneys are attempting to gather additional information.